Manufacturer narrative:
This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.

Event description:
It was reported that the device was explanted due to eri status approx. 59 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.